Event description:
The customer reported that the device has battery problems. A review of the device log during testing showed several n56 (replace battery) and n252 (depleted battery) messages. The device powered up and displayed the battery depleted message with an empty battery icon. The device was connected to a/c power and a message to keep the device plugged into a/c power was displayed. The device passed the self-test on a/c power. When the device was disconnected from a/c, the device displayed a depleted battery messaged and powered off. The complaint was confirmed. A new battery was installed and the change battery option was keyed. The device then passed testing. The probable cause was determined to be due to a combination of a depleted battery and the change battery option not keyed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.